Event description:
During remote follow-up, episodes of noise that resulted in over-sensing and pacing inhibition on a patient that is not pacer dependent were observed on the device. Technical support (ts) was contacted and recommended reprogramming to resolve event. No intervention has been performed at this time. The patient was stable.